Event description:
It was reported that when the patient was checked, this implantable cardioverter defibrillator (ICD) had recorded a code 1003. This is indicative of a battery voltage too low for the projected remaining capacity. The plan is to change out the device after the holidays. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.